Event description:
Edwards received notification of a pascal in mitral position where information received from the clinical specialist (cs) stated that md said that the mr worsened post implant and they decided to surgically repair the valve. The reason was potentially movement of the device on the valve/partial leaflet loss of capture (this was not an slda). The cs spoke to the md and there were no deficiencies with the device. No other specifics were available.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : device not returned.

Manufacturer narrative:
The complaint for reduced therapeutic efficacy over time / other was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the investigation. Available information suggests that procedure context (potentially movement of the device on the valve / partial leaflet loss of capture) may have contributed to the reported event. However, a definite root cause is unable to be determined.